Event description:
A pediatric children's hospital has reported that at the initiation of treatment, the machine alarmed indicating an internal dialyzer blood leak. The pt lost 100ml of blood. There was no medical/surgical intervention required and the pt suffered no ill effects. The sample is available for eval.

Manufacturer narrative:
(B)(4).